Event description:
Surgeon performed three lumbar fusions and noted the screw head came out of the rod with the locking cap still in place and the screw head was rotated. Surgeon is not removing the hardware at this time for the three procedures.

Manufacturer narrative:
Subject device has been used multiple times in multiple procedures. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as the product has been returned and is entering the eval system.